Manufacturer narrative:
Results: the cat6 was kinked approximately 126.0 cm from the hub. The cat6 was ovalized approximately 10.5, 95.0 thru 101.0, and 134.0 cm from the hub. Conclusions: evaluation of the cat6 revealed that the catheter shaft was kinked and ovalized. If the device is retracted out of its packaging hoop at extreme angles, damage such as a kink may occur. Further evaluation of the returned cat6 revealed that the catheter shaft was ovalized in multiple locations. These ovalizations were likely incidental and may have occurred due to packaging of the device for return to penumbra. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital technician found that the distal end of the indigo system aspiration catheter 6 (cat6) was kinked upon removal from the packaging. The damage to the cat6 was found prior to use and therefore, the cat6 was not used in the procedure. The procedure was completed using a new cat6.